Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 400 mg/dl and treated it with manual injection or insulin pen. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with trouble shoot and customer alleged that pump was under delivering. The insulin pump will not be returned for further analysis.